Event description:
It was reported that during a flap procedure and while laser was firing the patient interface experienced a suction loss. It was reported that procedure was not completed. Patient did not require surgical intervention.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.